Event description:
During oxford partial knee replacement the pt sustained a small tear of the superficial medial collateral ligament. A stryker system 5 saw was used with a synvasive oxford partial knee saw blade. The saw blade was actually made to fit a stryker system 6 saw. The saw blades were ordered using a reference number supplied by the manufacturer. The blade seated and clicked into place in the saw but was somewhat "wobbly" and when the saw was activated it "jumped" and caused a nick in the medial collateral ligament. This was immediately noted and a suture was placed in the rent.